Event description:
It was reported that the user paused insulin delivery due to low insulin while at work and subsequently experienced a completely unresponsive pump touchscreen, preventing screen unlock, icon selection, and completion of a pending firmware update after a guided mobile reset. Symptoms included no reported adverse clinical effects. Outcomes included shipment of a replacement device, with the user having backup therapy and understanding the replacement procedure. Investigation included review of user-reported performance and remote troubleshooting measures. Investigation of this case revealed a screen malfunction consistent with a touchscreen input failure that prevented user interaction, with no visible external damage reported. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen subsystem.